Event description:
A customer contacted beckman coulter (bec) reporting a contained reagent probe leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the instrument also generated "vacuum low errors" and observed fluid under the reagent probes. The customer was wearing personal protective equipment (ppe) consisting of gloves and eye protection at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The customer informed the fse that there was fluid underneath the reagent carousels inside the compartment. It was observed that the drain line from the reagent storage compartment was obstructed. The fse removed the obstruction, which enabled the condensation to drain. The fse also rebuilt the vacuum and pressure pumps which resolved the low vacuum errors. System performance was verified. (B)(4).